Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted to the lad. It is reported that approximately 10 months post index procedure the patients family confirmed patient's death. Date and cause of death not provided. Cec has adjudicated the death as cardiac.

Manufacturer narrative:
Patient had a history of diabetes. Patient status at the time of the index procedure was 'silent ischemia'.